Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no urine flow from the catheter just after use. The device was replaced. Per additional information received via email on 24 september 2018 from the medicon representative, there was no visible urine at all.

Event description:
It was reported that there was no urine flow from the catheter just after use. The device was replaced. Per additional information received via email on 24 september 2018 from the medicon representative, there was no visible urine at all.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The sample was sent for flow rate testing and passed. The sample was within specification for the flow rate. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex". Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.